Event description:
One day following an uneventful novasure endometrial ablation procedure performed on (B)(6) 2011, the pt presented with "sick symptoms". It is unk if there were any findings and if any treatment was provided at that time. On (B)(6) 2011, the pt was seen in the emergency room and then admitted to the intensive care unit. The pt was found to be "septic" and given the intravenous (IV) antibiotic cipro (ciprofloxacin) as well as a "blood transfusion due to disseminated intravascular coagulation (dic)". A blood culture tested positive for (B)(6). The pt was then discharged on (B)(6) 2011 with a fourteen day course of oral antibiotics (type unk). On (B)(6) 2011, the physician reported the pt was seen on follow-up and is reported to be "well".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Serial number of the radio frequency controller not provided by the complainant. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system cannot be completed. Lot and serial numbers not provided by the complainant; therefore, the MFR date of the disposable device and radio frequency controller is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) and sterile record reviews could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the user of the novasure system. Infection or sepsis. (B)(4).